Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There was no ncmr's recorded in the lot history. The device was returned to the factory on 09/21/2020. An investigation was conducted on 09/25/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the base of the device. No visual defects were observed. The device was evaluated for mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was not secured in position when the knob was turned clockwise. The knob did not tightened the arm. Based upon these findings, the reported failure mode ¿mechanical issue¿ was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. The lock does not work well, they gave up the specifications of the product and released a new system, which they could use timelessly. The hospital did not report any patient effects.